Event description:
It was reported that during pre-testing it was observed that attachment device "would not load the cutter". There were no delays to a surgical procedure as an identical spare device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. During functional testing, it was observed that the device passed all operational specifications. Therefore, the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.